Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mdz119 number, and no non-conformances were identified. The following information was requested, but unavailable: could not provide additional information. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the indication for giving the patient sodium bicarbonate injection and roxithromycin? What was the appearance of the suture 17 days post-op? What is meant by ¿suture detached¿? Was the suture found broken or pulling out of the tissue? Was the suture removed? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported by health authority that the patient underwent an unknown procedure in(B)(6) 2018 and suture was used. 17 days post procedure, approximately (B)(6) 2018, the patient experienced pain and delayed suture absorption, suture detached. The patient was treated with sodium bicarbonate injection and roxithromycin. The patient condition changed for the better. Additional information has been requested.